Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that 6820 mask, anes, flex, inf size 2, top vlv would not stay inflated.after a caesarian-section in the operating room, the baby needed CPAP (continuous positive airway pressure).the face mask would inflate with a syringe but defalte with use.at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Result of investigation: based on the investigation and since customer did not send pictures or physical sample of the fg part number 6820 with lot number 0004229563 for the investigation. We require the physical sample and/or pictures as evidence to perform a better investigation and determine the cause of the reported defect. In addition, the device history record of the fg part number 6820 with lot number 0004229563 was reviewed and no issues related with the reported defect were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.